Event description:
It was reported that a patient presented in clinic with an infection. The patient's pacemaker was explanted. The patient was stable throughout procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.